Manufacturer narrative:
Concomitant product: 5076, implantable pacing lead, (B)(6) 2012. (B)(4). No eval explanation: lead was not returned to manufacturer.

Event description:
It was reported that the patient experienced cardiac tamponade due to atrial lead perforation. The patient was brought to the operating room where it was visualized that the atrial lead helix was exposed through the cardiac tissue. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.